Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was capped and a new rv lead was implanted to resolve the event.